Event description:
The customer reports that the half of the screen (display) is not visible. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the half of the screen (display) is not visible. There was no reported pt involvement. Philips bench evaluated the display and confirmed the complaint. The display was replaced to resolve the complaint. All performance assurance tests passed and the device was sent back to the customer for use. We will consider this a malfunction of the display that caused the device to have half a screen (display) be visible.